Event description:
It was reported to boston scientific corporation that a vesica sling system was implanted into the patient. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The exact implant date for the vesica sling system is unknown. (B)(4). The patient was also implanted with a repliform tissue regeneration matrix, tvt and tvt obturator; it is unknown which date and location corresponds to which product.